Manufacturer narrative:
It was reported during implant the device took on a cobra shape. Multiple attempts were made to re-capture and re-deploy the device, however the device still deformed into a cobra shape. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Two images from field appeared to show distal disc deformed in cobra deformation. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that there were no interactions with cardiac structures and there were no angulations or kinks noted in the delivery system. Please note that per instructions for use, the recommended size delivery system for use with a 10 mm septal occluder is an 6f. A 9f sheath was used to deliver the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2017 removed.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. Multiple attempts were made to re-capture and re-deploy the device, however the device still deformed into a cobra shape. The device was removed from the patient and replaced with a new 12mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.